Event description:
Pt reported the infusion device delivered insulin inaccurately. Pt stated she received an elevated blood glucose reading of 450 mg/dl. Pt reported she changed the infusion set and the batteries but again received an elevated blood glucose level. Pt stated she switched to the backup infusion device and then her blood glucose level returned to normal. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.